Event description:
It was reported through the research article "long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-center experience" that heartmate 3 may be related to psychological distress. This study assessed the long-term quality of life, as defined by both the 36-item short-form health (sf-36) survey and the euroqol 5 dimensions, 5-level questionnaire (eq-5d-5l)¿including the visual analog scale¿in octogenarian left ventricular assist device (lvad) patients. Additionally, the psychological health of octogenarian lvad patients using the psychological general well-being index (pgwbi) through the 22-item version of the zarit burden interview (zbi) was evaluated. One of the study patients, male, 75 years of age at time of implant, experienced 6 hospitalizations while implanted with the heartmate 3 for infection and recurrent bleeding. The patient also experienced psychological distress/ effects.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: jacopo d¿andria ursoleo, marina pieri, francesco calvo, savino altizio, mario gramegna, domenico pontillo, silvia ajello and anna mara scandroglio. Department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, lombardia, italy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: reporter email was not available. Author citation: d'andria ursoleo j, et al. Long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-centre experience. Int j artif organs. 2024 apr;47(4):303-308. Doi: 10.1177/03913988241239236. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial number of the device was not reported and was unable to be determined through this evaluation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), bleeding, and psychiatric episode, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as potential late postimplant complications. Additionally, it provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.